Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient experiencing intolerable glare and halos. In a follow up, the surgeon reported the outcome of the event as "excellent".

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The product was verified to have signs of handling and was damaged. Lens bench evaluation could not be conducted due to the optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested by phone on 12/17/2008 and by fax and mail on 12/28/2008. A completed questionnaire was received on 12/23/2008.